Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced intermittencies and a subsequent loss of connection to the internal device. Explant surgery is planned but has not taken place as of the date of this report, (B)(6) 2011. The implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.